Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d1, d4. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and fault diagnosis was performed. The helium bottle empties in less than 24 hours. During several visits, helium loss control is carried out. After a face-to-face diagnosis, physically damaged parts are observed (probably due to impact). The helium tubing assembly, high pressure helium regulator , o-rings and high pressure xdcr were replaced. Calibration and functional tests. Equipment suitable for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's helium bottle is discharged.

Event description:
It was reported that during a routine check by customer, the cardiosave intra-aortic balloon pump (iabp) unit's helium bottle is discharged. There was no patient involved.